Event description:
A hospira symbiq pump came to biomed from sterile processing department (spd) with a note stating 'broken'. I turned on the pump and found that it had a white screen with: "device malfunction: software error" displayed. Pump can not be reset or repaired at the facility. This is the second instance for this pump even after having been repaired by hospira.